Event description:
A caller reported encountering error 42 on their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the error did not reoccur, and the caller was able to successfully start their sensor session. The caller also understood the need to wait 20 minutes when the pump exits storage mode before beginning a sensor session.